Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss of stimulation. It was stated that they have shaking symptoms and are having trouble getting out of bed since (B)(6) 2016. It was stated that when they stand from a sitting position or from laying down they feel the weigh of their body pulling them back down. It has been difficult for the patient to move their body since (B)(6). Stimulation was confirmed to be on and the patient does not have the ability to change stimulation. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.